Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 60 jupiter dp guidewire was advanced but failed to cross. After a non-bsc guidewire crossed the lesion, a 2.0 mm x 220 mm x 150 cm coyote balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.